Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the external pulse generator would not power on. Analysis confirmed the report that the battery door (drawer) is broken. Upper case is broken and dented. Lower case, side bail covers, and ring cover are broken. Battery contacts are compressed. One side bail is bent. Keyboard is scratched.

Event description:
It was reported that the external pulse generator would not power on during testing. It was further reported that the battery door was broken. The generator was returned for service. No patient involvement or complications were reported as a result of this event.